Event description:
It was reported that during a laparoscopic low anterior resection procedure, continuous reactivate, in first case. It is unknown how the case was completed. There were no adverse consequences for the patient. Three devices will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade scratched and cracked. The device was functionally tested on the generator and the hand control buttons were not functional. However, the device did activate when tested with the foot switch. During functional testing on gen11 instrument error screen was displayed and the blade broke off. A probable cause of an instrument error alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.